Event description:
It was further reported that the lesion was de novo. The balloon was used for predilation and the device was removed from the patient intact.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The 30mm x 2.75mm quantum maverick mr balloon was advanced to the lesion and on the 2nd inflation to 20atms, the balloon ruptured. A non-bsc guide wire was used in the procedure and severe resistance was encountered when withdrawing the device. The procedure was completed with a different device and no patient complications were reported. The patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was de novo. The balloon was used for predilation and the device was removed from the patient intact.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the quantum maverick catheter was received with tip damage. There was no other damage to the catheter. A guidewire was inserted into the tip and advanced through the lumen. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. Functional testing revealed no evidence of the alleged balloon burst. The device presented no profile anomalies or damage that could have contributed to the reported difficulty withdrawing. The device was easily loaded over and withdrawn from a guide wire during functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).